Event description:
It was reported that there was a catheter problem. It was noted that in 2012 ¿something happened¿ and the patient ended up in the hospital for a month and was in a coma. It was noted that ¿2012 it was really like medication induced coma because I think they over-sedated me¿. It was reported that they ended up replacing the catheter not the pump itself, ¿just the catheter¿. It was noted that ¿well I wasn¿t in a coma for a month, the coma was because of the medication they just sedated me because I got such bad spasms, they were throwing me out of bed¿. It was reported that the whole reason the patient was in there for a month was because after lying in bed for 2 weeks, the patient needed to go to rehab. It was noted that ¿in my opinion it was that finally pump was placed right and was delivering medication right and I experienced a loss of function because of that, I was actually getting the medicine I was supposed to, which caused me to loose the extra muscle tone I was used to so I had to build my strength back and to have to learn how to do things without the muscles I was used to¿.

Event description:
It was reported that the patient had a catheter revision due to increased spasticity, and following the revision, the patient had difficulty breathing when lying down. The patient had a catheter revision on (B)(6) 2012, and the catheter tip was moved up to t2 - t3 to try and help the patient's arms more. Per the reporter, the entire catheter was removed and replaced. The revision was needed after the patient had rebound spasticity/spasms that "threw them out of bed." It was later reported that in addition, the catheter was replaced due to face tightness and shortness of breath when she would lie down at night. The patient reported being in the hospital 30 days after the revision, part of which was "at a rehab" and patient was just discharged from the hospital on (B)(6) 2012. Following revision, as the patient's muscles got looser, and patient was unable to breath lying down, it was believed the patient was getting "too much baclofen." The patient stated that "when they can't breathe all the back muscles tighten" and they had been sleeping sitting up, which was hindering the healing of the back incision. The patient was also having a harder time recovering from the surgery with less sleep. The patient was directed to the hospital by the healthcare provider (hcp) so breathing could be supported. The patient noted that there was a previous experience with having trouble breathing due to "too much baclofen' and that the dose was lowered and it took a couple of days for effect. The patient initially reported that they expected to meet with the hcp on (B)(6) 2012. Patient later reported on (B)(6) 2012 that the medications were reduced from 300 to 150. It was not clear if the dose decrease took place prior to the revision or on the report date. The medication in the pump was baclofen. It was later reported by the hcp that the cause of the event was unknown, and reporter also indicated having no information about hospitalization. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml; 300 mcg/day. The start date was (B)(6) 2015 (most recent office visit) and was ongoing via an implantable pump for cerebral palsy and intractable spasticity. The date of the event was unknown. Per discharge summary on (B)(6) 2012 the patient was admitted (B)(6) 2012 and was discharged (B)(6) 2012. The admission diagnosis was baclofen pump malfunction/malfunction of the intrathecal baclofen infusion system. Secondary diagnosis was cerebral palsy and spasticity. The patient was getting good relief of her spasticity but after a fall at home (approximately ten days prior) the patient had significant worsening of symptoms. The patient experienced worsening spasticity and intermittent significant spasms over the course of the past ten days. The patient had bilateral upper extremities distal hand contractures with lower extremities foot drop. The workup for possible causes of this worsening had been unsuccessful and therefore it was decided to proceed with replacement of the intrathecal pump catheter in order to eliminate any possibility of micro leak or disconnection. The patient was admitted and extensive interrogation was done which showed her pump to be in working condition with intact catheter on fluoroscopic investigations. On (B)(6) 2012, a revision of the intrathecal baclofen pump without replacement was done. The intrathecal catheter was replaced. A new catheter was placed up to the level of t2 and the old intrathecal catheter was removed. Intraoperative fluoroscopy was used to enter the intrathecal space and advance the catheter to the desired level. There was no gross leak identified from the catheter. There was good flow of cerebrospinal fluid obtained. During the procedure it was noted there was scar tissue in growing into the area between the pump connector and the pump and that had to be cleaned. The pump was reprogrammed and the infusion rate was lowered from 350 mcg/day to 300 mcg/day. A priming bolus was administered. The patient was brought to the recovery room in stable condition. The problem list included "crbl art ocl nos w infrc" onset date (B)(6) 2012 (chronic), muscle spasm onset date (B)(6) 2012 (chronic) cerebral palsy nec onset (B)(6) 2012 (chronic), anxiety onset (B)(6) 2012 (chronic) ataxia onset (B)(6) 2012 (chronic) paresthesia onset (B)(6) 2012 (chronic) congenital hemiplegia onset (B)(6) 2014 (chronic) infantile cerebral palsy and anxiety state, late effects of cerebrovascular disease, dizziness onset date (B)(6) 2012 (chronic) , nausea with vomiting onset date (B)(6) 2012 (chronic), orthostatic hypotension onset date (B)(6) 2012 (chronic) , syncope onset date (B)(6) 2012 (chronic) , headache/facial pain unspecified and epilepsy w/o status. The patient had spinal stenosis of the lumbar region thus further diagnostic evaluation was ordered on (B)(6) 2015 to include spine lumbar wo cont CT to be performed. Medical history included arthritis, cardiac arrhythmia, head injury, cerebral palsy, hemiplegic, impaired gait, muscle spasticity, never smoked tobacco, no history of alcohol use and does not use caffeine. Allergies to pertussis vaccine. Concomitant medications included trazodone 150 mg tab take 1 tablet by oral route every day at bedtime started (B)(6) 2012; tramadol 50 mg tablet take 1 tablet by oral route every 6 hours as needed; benztropine 0.5 mg tablet 1 orally twice a day started (B)(6) 2014; baclofen 2000 mcg/ml intrathecal as programmed started (B)(6) 2013; omeprazole 20 mg capsule delayed release take 1 capsule oral route every day before a meal; zofran odt 8 mg disintegr ating tablet take 1 tablet oral route every 8 hours as needed for nausea started (B)(6) 2015; diazepam 5mg/5ml oral solution 5-10 ml peg twice day as needed for spasm started (B)(6) 2015; compazine 5 mg tablet 1 tablet oral route every 4 hours as needed for nausea and vomiting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).